Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. Diopter: -10.50 (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. Excessive vaulting and significant reduction of irido-corneal angles was noted. The lens was explanted on (B)(6) 2015 and exchanged for a shorter lens. This resolved the problem and the patient's last bcva was 20/13.3. See MFR report (B)(4) for the event on the other eye.